Event description:
Information received indicates the right and left foot siderails are not locking.

Manufacturer narrative:
The technician found the siderail locks were sticking, caused by a sticky substance in the siderail locking mechanism. The technician installed new siderail inline spring kits and cleaned debris from inside the siderails to repair the bed.